Event description:
It was reported that during a laparoscopy, subtotal hysterectomy with bilateral salpingectomy, a drainage of the abdominal cavity procedure, while using the thunderbeat, the generator first displayed an error message, and after pressing the purple button, the thin branch on the ultrasonic probe detached from the instrument. The patient was under general anesthesia, and the procedure was completed with a backup olympus device. The procedure continued and a delay occurred due to the connection of a spare set of tenderbit handles. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction h7 & h9.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.